Event description:
Information was received that a smiths medical cadd legacy had been continuously alarming and would not stop. The patient checked the line, and powered the pump off and then on again. But pump began beeping once more. There was no error message displayed. Remodulin was being infused 178ng/kg/min, continous, IV.